Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center brightness adjustment does not work as intended and is so bright or dim that the endoscopic image is indistinguishable. The issue occurred during preparation before use inspection for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3, h4, h6, and h11 were updated. The brightness adjustment issue was unable to be confirmed. Based on the results of the investigation, the definitive root cause of the brightness adjustment issue could not be determined. Olympus will continue to monitor field performance for this device.